Event description:
It was reported via clinic notes, that the pt had experienced several increases in seizures over the past few years and pain with stimulation. The pt's output current was decreased to 2.75 ma. It was also noted that the pt had surgery for excision of an acoustic neuroma and some of the seizures began after this surgery in 2011. It was also noted that many of the seizures appear to be caused by stress and cannot be controlled with vns or medications. Attempts for further info have been unsuccessful to date.

Event description:
It was inadvertently reported previously that the seizures began in 2006, but they actually appear to have begun sometime in 2005 per clinic notes. Also, the seizures previously mentioned in 2011 are not applicable to this event as they occurred with a different generator and were reported under medwatch #1644487-2011-01619.

Manufacturer narrative:
Correction: it was inadvertently reported previously that the seizures began in 2006, but they actually appear to have begun sometime in 2005. Correction: the seizures previously mentioned in 2011 are not applicable to this event as they occurred with a different generator and were reported under medwatch #1644487-2011-01619.